Event description:
It was reported that the customer was hospitalized, due to diabetic ketoacidosis. The customer's blood glucose reading was 150 mg/dl at the time of the report. Prior to the event, an alarm occurred on the insulin pump. Troubleshooting could not be performed at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.